Event description:
During the procedure, it was reported that the coagulation function on the e-sep safeair pencil did not work. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.